Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During the testing of the occlusion alarm function, a "motor rate error" alarm occurred. The issue was determined to have been caused by excessive wear on the motor assembly, leadscrew and clutch components. The issue was determined to have been caused by normal wear.

Event description:
It was reported that the device gave a "motor rate error" alarm. No adverse effects reported.